Event description:
The customer reported to olympus, the endoeye hd ii laparoscope was displaying a green image with vertical stripes on the monitor when switched on. The issue was found at the beginning of surgery as soon as the scope was connected to the column. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due unacceptable tension to the area in question, damage caused by improper handling of the user, and residue coming from adhesive used. Olympus will continue to monitor field performance for this device.